Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: endometrium (not embedding into the uterus)/perforation endometrium (not embedding into the uterus).'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding / abnormal bleeding (general)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included appendicitis since 2017 and obesity since (B)(6) 2016. Concomitant products included levonorgestrel (mirena), medroxyprogesterone acetate (depo-provera), naproxen and oxycodone. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, urinary tract infection, migraine, headache, vaginal discharge and nausea had not resolved and the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: coils right tube: 3; # coils left tube 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: uterine perforation. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received- new events dysmenorrhea, dyspareunia were added. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: endometrium (not embedding into the uterus)/perforation endometrium (not embedding into the uterus)."), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity since (B)(6) 2016 and appendicitis since 2017. Concomitant products included levonorgestrel (mirena), medroxyprogesterone acetate (depo-provera), naproxen and oxycodone. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and nausea ("nausea"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), urinary tract infection ("urinary tract infection"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery and surgery (to remove one or more essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, urinary tract infection, migraine, headache, vaginal discharge and nausea had not resolved and the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: coils right tube: 3; # coils left tube 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: uterine perforation. Most recent follow-up information incorporated above includes: on 16-apr-2018: pfs+mr received, reporter added, patient historical concition added, concomitant drug added, events added as follows:- urinary tract infection, migraines / headaches, uterine perforation, vaginal discharge, nausea. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.